Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that there was a crack/break on/near one of the hubs of an unknown cook 4fr double lumen PICC device. The device was implanted on (B)(6) 2020 to serve as a replacement for a previously implanted device. A needleless connector was attached to the device, which was secured to the patient using dressing. On (B)(6) 2020, the device had to be replaced in an additional over-the-wire procedure due to a crack/break on/near one of the hubs. As a result, the patient required post-procedural monitoring as well as additional sedation using ketamine, fentanyl, and versed. This procedure was performed by the user facility's interventional radiology team. The patient's mother was present "nearly all of the time and was consistently vigilant and attentive". Other events associated with this patient are reported under patient identifier (B)(6).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported that an unknown non-abrm-coated PICC from an unknown lot appeared to be leaking. The device was in place for thirteen days before leakage was noted. The device was replaced and the patient required additional monitoring post-procedure. Cook became aware of this event on 19may2020 upon being notified by primary children's medical ctr. The patient reportedly experienced no adverse effects as a result of this incident. A review of documentation including the complaint history, device history record, instructions for use (IFU) and quality control, as well as a visual inspection and functional test of the returned device was conducted during the investigation. One double lumen 4fr PICC was returned used, with biological matter present on the surface. There is a section of tubing distal to the manifold that appears to be cut with a sharp instrument. A visual inspection noted a hole in the extension tubing covered under the orange hub. A leak test was performed and confirmed leakage from the hole in the extension tube located at the orange hub. No leakage was noted from the white hub and/or extension tube. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient controls are in place to detect this failure mode prior to device release. A review of the design history file (dhf) showed that the risks associated with this device are acceptable when weighed against the benefits. A review of the device history record (DHR) could not be conducted, as the lot information is currently unknown. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: intended use. The maximum pressure limit setting for power injectors used with the turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated. Warnings the safe and effective use of turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. To safely use turbo-ject PICC lines with a power injector, the technician/health care professional must verify: the catheter lumen has ¿CT¿ on the hub to indicate the lumen is power injectable. Prior to use that the maximum pressure limit is set at or below 325 psi and that the maximum flow rate is at or below that which is listed on the catheter. Dynamic and static pressure test results are shown in the following table. The information provided upon review of the dmr, IFU, DHR, dhf, and returned device suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause for the failure could not be established. Appropriate actions have been taken, as a CAPA has been opened to further investigate this failure mode. The appropriate personnel have been notified. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.